Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd ultra-fine¿ ii insulin syringes experienced no label or missing label information. The following information was provided by the initial reporter: vendor lot & exp date not clear. Some boxes are deformed & torn.

Manufacturer narrative:
H6: investigation summary customer returned several images of multiple shelf cartons of 1ml, 30 gauge, 8mm syringes from lot 0183756. At least four of the boxes feature some sort of crumpling damage. In addition, one of the packages has the text for its lot number overlapping with the text of the manufacturing and expiration dates. A review of the device history record was completed for batch# 0183756. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure of a printing defect. Bd was able to confirm the customer¿s indicated failure of shelf carton damage. H3 other text : see h10.

Event description:
It was reported that 15 bd ultra-fine¿ ii insulin syringes experienced no label or missing label information. The following information was provided by the initial reporter: vendor lot & exp date not clear. Some boxes are deformed & torn.